Manufacturer narrative:
The hf resection electrode was not returned to olympus for evaluation/investigation since it was reportedly discarded by the user facility after the procedure. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. Furthermore, a manufacturing and quality control review could not be performed since basic data of article identification (lot number) are missing. However, this event/incident was attributed to use error since the loop wire broke off when it came in contact with a suction/irrigation tube. The case will be closed from olympus side with no further actions but the event/incident will be recorded for trending and surveillance purposes. In addition, the user will be retrained to correctly use the olympus medical devices.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate in saline (turis-p) procedure, the loop wire at the distal end of the hf resection electrode broke off and fell inside the patient when it came in contact with a suction/irrigation tube. However, no fragment remained inside the patient since it was retrieved by unknown approach. The intended procedure was converted from turis to conventional tur and successfully completed with a different but similar device. Furthermore, there was no report about an adverse event or patient injury.